Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-16816, 2017865-2025-16817. It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited a high pacing threshold and low pacing impedance, whereas the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition and inappropriate mode switch episodes. The rv lead pacing threshold was increased significantly during the procedure. There was a suspected insulation breach on the rv and ra leads. The rv and ra leads were capped and replaced on (B)(6)2025. The patient remained in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-16817. It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited a high pacing threshold, whereas the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition and inappropriate mode switch episodes. During the procedure, after the pocket opening, it was noted that the rv lead exhibited low pacing impedance, and the pacing threshold was increased significantly. There was a suspected insulation breach on the rv and ra leads. The rv and ra leads were capped and replaced on (B)(6) 2025. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct event description in b5 should have been "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited a high pacing threshold, whereas the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition and inappropriate mode switch episodes. During the procedure, after the pocket opening, it was noted that the rv lead exhibited low pacing impedance, and the pacing threshold was increased significantly. There was a suspected insulation breach on the rv and ra leads. The rv and ra leads were capped and replaced on (B)(6) 2025. The patient remained in stable condition." Rather than "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited a high pacing threshold and low pacing impedance, whereas the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition and inappropriate mode switch episodes. The rv lead pacing threshold was increased significantly during the procedure. There was a suspected insulation breach on the rv and ra leads. The rv and ra leads were capped and replaced on (B)(6) 2025. The patient remained in stable condition."